Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was 24.0mmol/l. Insulin pump had insulin flow block alarm. Customer experienced symptoms such as feeling not well, blurry vision, confusion, thirsty. Reservoir had no alarm. Customer reported insulin pump was not delivering insulin. Auto mode was on at that time. The insulin pump will not be returned for analysis.